Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporter: (B)(6). Event site name: (B)(6) university. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that several weeks after the initiation of intra-aortic balloon (iab) therapy through the femoral artery, the facility inserted another iab axillary because the patient complained about lack of movement. Axillary insertion is not a method described by the instructions for use (IFU). Three days following the insertion of the axillary device, there was an autofill failure alarm, followed by a gas gain alarm. The facility states that there were also catheter restriction alarms, and that the iab would not pump longer that 1-2 minutes without triggering an alarm. The getinge representative that was on the phone with the facility suggested a chest film, which was ordered. The representative also advised checking all connections, rolling the patient, manipulating the sheath hub, and to consider decreasing the augmentation control to decrease alarm frequency. The alarms persisted throughout the conversation. Approximately 30 minutes later, the facility called back to ask about manual inflation. During this conversation, they decided to remove the iab and did so successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).